Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the vio integrated electrosurgical generator unit (iesu). Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the iesu for evaluation, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/or if additional information is received. A procedure log review was performed. Per the review, the following was confirmed: a procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided. A review of the site's system logs for the reported procedure date was conducted by isi fse. Investigation revealed no related errors to the reported issue. This complaint is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit was replaced after the completion of a surgical procedure to correct issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
After a da vinci-assisted surgical procedure, it was reported that the erbe generator did not coagulate as it used to. The coagulation was not working as usual. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) has received the integrated electro surgical unit (iesu) associated with this complaint and completed investigations. Failure analysis investigations could not replicate the customer reported complaint that the iesu does not coagulate. During investigation, the iesu energized and cauterized and all ports recognized the instruments. As a safety precaution the iesu will be returned to original equipment manufacturer for further investigation.

Event description:
Refer to h10/h11 for follow-up information.